Manufacturer narrative:
This report was provided to us via medwatch report # mw5118242.

Event description:
Customer called in and stated that unit shocked him when he touched the sink. No longer turns on. Owned over one year. Prior to calling, customer checked gfci with no success. Unit popped when trying to further test. Unit was replaced